Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6).

Event description:
It was reported that later the same day following a spinal cord stimulation (scs) lead implant procedure, the patient experienced sensory paralysis in the lower limbs. Magnetic resonance imaging (MRI) revealed that there was an epidural hematoma near the sixth thoracic vertebra. The patient underwent surgical decompression and hematoma removal, followed by hyperbaric oxygen therapy. Upon follow-up, the patient showed improvement, experiencing only sensory dullness without any paralysis. The devices remain implanted in the patient. The cause of the hematoma was unknown as the physician assessed there was no difficulty in placing the device.